Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the issue was experienced during an initial procedure is a non-reportable malfunction, as there is no evidence to suggest that therapy was impacted. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the helix was unable to retract after placement. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.